Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned to the complaint investigation site for analysis. It is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported event. This investigation has been assigned the conclusion code of adverse event related to procedure.

Event description:
It was reported that the burr became stuck onto the guidewire and difficulty removal occurred. A 1.25mm was selected for use. During the procedure, it was noted that the burr stalled and could not be removed, as it felt like it was stuck on the guidewire rather than in the stenosis. The procedure was completed with a different device. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. E1 initial reporter phone: (B)(6). H11 additional MFR narrative: corrected detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: a review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported event. This investigation has been assigned the conclusion code of adverse event related to procedure.

Event description:
It was reported that the burr became stuck onto the guidewire and difficulty removal occurred. A 1.25mm was selected for use. During the procedure, it was noted that the burr stalled and could not be removed, as it felt like it was stuck on the guidewire rather than in the stenosis. The procedure was completed with a different device. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. E1 initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck onto the guidewire and difficulty removal occurred. A 1.25mm was selected for use. During the procedure, it was noted that the burr stalled and could not be removed, as it felt like it was stuck on the guidewire rather than in the stenosis. The procedure was completed with a different device. There were no patient complications, and the patient fully recovered.